Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have one of the blades broken at the tip. A piece approximately 0.36 mm x 0.61 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The components adjacent to this broken blade do not show damage. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) blades were dull/chipped. The procedure was completed with no reported injury.